Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. It was then discovered this rv lead had dislodged days after implant. A revision procedure was completed the following day and this rv lead was successfully repositioned. The patient was seen one week after the revision procedure and no problems were exhibited. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. It was then discovered this rv lead had dislodged days after implant. A revision procedure was completed the following day and this rv lead was successfully repositioned. The patient was seen one week after the revision procedure and no problems were exhibited. Additional information provided dislodgment was verified with a x-ray. There was no capture with high thresholds. This rv lead remains in service. No additional adverse patient effects were reported.